Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional device referenced is filed under a separate medwatch report number.

Event description:
This is filed to report a leak. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. On (B)(6) 2021, during preparation of the clip delivery system (cds 10612r229), a water leak was observed from the gripper lever. Therefore, the cds was not used in the patient. A new clip was properly prepared. The first clip was successfully deployed in the a2/p2, reducing mr to 1-2. Then a second clip (01031u111) was placed in the a2/p2 to further reduce mr. The clip was deployed; however, mr increased to grade 4. Imaging showed a tear in the a2 region. A third cds (nt) was advanced to the mitral valve, and the clip was successfully placed to control mr and treat the tissue damage, but mr was not sufficiently reduced. Therefore the cds was removed with the clip attached. A larger clip was used instead. An xt cds was advanced to the mitral valve, and the clip grasped the leaflets fine, but mr still could not be properly reduced. The cds was removed with the clip attached. The procedure ended at this point. Two clips were deployed, and mr is 4. The patient remained hospitalized there were no adverse patient effects and no clinically significant delay in the procedure. On (B)(6) 20201, the patient underwent mitral valve replacement surgery. No additional information was provided.

Event description:
N/a.

Manufacturer narrative:
All available information was investigated and the reported issue leak was confirmed via returned device analysis and there was observed cracking on the gripper lever. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported leak appears to be related to the observed crack on the gripper lever. The crack on the gripper lever appears to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices.